Event description:
Patient who underwent hip repair surgery after a fall with fracture late last year. Three days later, while in the hospital she was returned to her room from physical therapy. A staff member walked by her room and saw the patient on the floor. The posey chair alarm appeared to be on, but was not alarming. The staff did not remove this alarm pad or alarm box from service. The patient sustained a fracture to the hip and required surgery. She is currently in rehabilitation. We are unable to provide the product to the manufacturer for investigation. We have contacted the rep to make them aware. Manufacturer response for chair alarm, posey single patient use chair sensor pad (per site reporter). The rep will file a report to the posey manufacturer. Unfortunately we do not have the exact product for investigation.

Manufacturer narrative:
The following elements have blank data: device manufacturer's street address: (line 1) for type of device: monitor, bed patient. City: for type of device: monitor, bed patient. State: for type of device: monitor, bed patient. Zip: for type of device: monitor, bed patient.

Event description:
Patient who underwent hip repair surgery after a fall with fracture late last year. Three days later, while in the hospital she was returned to her room from physical therapy. A staff member walked by her room and saw the patient on the floor. The posey chair alarm appeared to be on, but was not alarming. The staff did not remove this alarm pad or alarm box from service. The patient sustained a fracture to the hip and required surgery. She is currently in rehabilitation. We are unable to provide the product to the manufacturer for investigation. We have contacted the rep to make them aware. Manufacturer response for chair alarm, posey single patient use chair sensor pad (per site reporter). The rep will file a report to the posey manufacturer. Unfortunately we do not have the exact product for investigation.